Manufacturer narrative:
Drager was establishing follow-up communication with the hospital. The only detail provided was the information that the device is back in use after having been repaired by the hospital's own biomedical staff. Is was not disclosed which findings were made during examination and which parts have been replaced if any. Thus, a case-specific evaluation is not possible. A restart is the specified behavior for removing a deviation in the operational processes of the device that can't be rectified by other means. During the restart sequence a corresponding alarm will be posted and, the airway system is opened to ambient to allow spontaneous breathing. A successful restart sequence will typically be completed after 10 to 12 seconds; the ventilation will be resumed afterwards with previous settings. There are multiple scenarios imaginable that can trigger a restart. A reliable conclusion about the conditions that led to it in the particular case can't be drawn due to lack of information.

Event description:
It was reported that the device suddenly shut down during use on a patient. The patient was connected to another device; it was explicitly mentioned that no consequences have occurred.